Manufacturer narrative:
(B)(4) - damaged knife, breakaway washer cut off center. The analysis results found that the pph01 device arrived with the knife damaged and anvil bent; the breakaway washer was present and with an off-center cut. It appears possible that the anvil was pushed far enough off center to result in an off center cut of the breakaway washer and damage the knife by pressing it hard enough against the anvil. This situation normally occurs when the tissue is not evenly distributed in the device. However, it could not be determined what may have caused the anvil to become off center. It should be noted that ensuring that the tissue thickness is within the indicated range, and that it is evenly distributed in the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Please reference the instructions for use for additional information. No functional test was performed due the condition of the device. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the surgeon noted during tightening of the device as the rectal wall was cut but not stapled. This incident resulted in a manual suture in difficult conditions. The intervention was prolonged by about thirty minutes (operating time under normal conditions about twenty minutes). The patient was hospitalized two additional days to monitor because of this incident.

Manufacturer narrative:
(B)(4): information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: what procedure was being performed? Was the device difficult to close before firing? Where in the firing range was the device closed? Was the device more difficult than normal to fire? Was the device trigger closed completely to the handle surface? Was the tissue noted to be torn while closing, before firing or while being opened and removed? Was the staple line observed? If yes, what was the appearance of the staples?